Event description:
Reporter indicated the high lead impedance was first noted on (B)(6) 2012. Vns diagnostics were last within normal limits on (B)(6) 2011. The patient had no trauma and did not manipulate the vns. X-rays were performed, but were not provided to the manufacturer. The explanted vns lead was returned and product analysis completed. During the visual analysis of the returned 50mm portion the (-) green electrode quadfilar coil appeared to be broken at the proximal and distal ends of the anchor tether. Scanning electron microscopy was performed on the (-) green electrode quadfilar coil break (found at proximal end of anchor tether) and identified the area as being thin which prevented identification of the coil fracture type with extensive pitting, evidence of electro-etching on the surface. Scanning electron microscopy was performed on the (-) green electrode quadfilar coil break (found at distal end of anchor tether) and identified the area as having evidence of a stress induced fracture with mechanical damage and pitting, but unable to conclusively determine fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The incision and slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. During the visual analysis of the returned 50mm portion a coil strand appeared to have been cut on the (+) white electrode quadfilar coil. Note that a break of a few strands would still allow current flow through the portion of quadfilar coil. This observation is supported by results of electrical measurements which verified continuity between the ends of the coil section of the returned 50mm portion.

Event description:
Reporter indicated a patient had high lead impedance during vns generator replacement surgery. The surgeon elected to replace the lead only, as reinserting the lead pin did not resolve the high lead impedance. The generator was not replaced. Diagnostics with the new lead and resident generator were within normal limits. No x-rays were performed prior to the surgery. As reinserting the lead pin did not resolve the high impedance, a lead fracture is suspected. Attempts for further information and return of the explanted lead are in progress.

Manufacturer narrative:
Date of event, corrected data: the correct event date of the high lead impedance per the reporter is provided. Device failure occurred, but did not cause or contribute to a death or serious injury.